Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported by the anesthesiologist that the endotracheal tube cuff valve was not functioning and the balloon emptied. The endotracheal tube was replaced without incident. There were no adverse health outcomes reported.